Event description:
It was reported that the fenestrated bipolar forceps instrument did not spin. There was no report of patient involvement. No other information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting did not spin, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have the housing cracked at a corner close to axis 6. The complaint regarding did not spin was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The instrument was found to have a segment of the conductor wire dislodged from gripper at the distal end, causing energy delivery to not work properly. The instrument passed an electrical continuity test. Visual inspection did not find insulation damage but did find exposed wires.